Manufacturer narrative:
The dcb, connecting cable, and the unidentified microcatheter were not returned. The coil was returned unsheathed, knotted, and damaged. The coil's socket ring has been pushed down inside the outer sheath against the resistive heating coil section. For inspection purposes the coil has been retracted to view the detachment fiber. The detachment fiber did not receive heat. The coil was returned damaged. The most likely root cause of the coil¿s nondetachment was due to a fracture of the solder joint inside the resistive heating coil section. It cannot be determined if the socket ring found pushed against the resistive heating coil contributed to the internal solder fracture. Therefore; the circumstances of how and where this damaged occurred to the solder joint cannot be determined. No corrective action is taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil was positioned well but failed to detach. It is unknown whether a pre-deployment electrical check was performed. An excelsior sl10 microcatheter was used in the procedure. The size is unknown. There was no noticeable resistance encountered along the delivery path in the mc before reaching the aneurysm. They did not need to reposition the coil once it was placed in the aneurysm. They attempted to detach the coil 5-6 times and they changed the detachment control box. The coil was taken out and set aside when it was withdrawn. The coil did not stretch or prematurely detach. The procedure was completed.